Manufacturer narrative:
Pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to a33 alarm. No failed battery test alert and change/battery lasts less than expected anomaly noted. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insu;im pump had unexplained no delivery alarms and had crack on battery compartment top. Customer stated that into insulin pump gear was slower when priming and had multiple failed battery tests happened many times even with fresh new room temperature batteries sometimes lasts less than a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis